Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient presented with ectasia post lasik bilaterally. Patient underwent uneventful lasik approximately a year and a half ago. Eye care professional reported normal post operative findings and patient was discharged at 3 months post lasik. Patient came in for enhancement evaluation and was diagnosed with bilateral ectasia. Patient was referred to a corneal specialist for continued care and possible crosslinking. Patient no longer is under the care of center. Per corneal specialist, patient will be fitted with contact lenses and will consider crosslinking if there is progression. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications at this day. Review of the logfiles for the day of treatment showed no error messages or other abnormalities that could contribute to the reported event. The system passed successfully all initialization steps. The user performed gas change, skipped the scanner test and performed the needed energy, eyetracker and fluence test was successful. The treatment was finished with two interruptions as the user released the laser pedal without reason. The device was working as intended. No technical root cause could be identified during logfile review. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).